Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient's nurse reported that the patient's effluent was cloudy. A follow up call was made to the patient's nurse who reported that the patient was diagnosed with peritonitis in (B)(6) and it continued into (B)(6). Medical records were received from the patient's clinic which showed that the patient was diagnosed with peritonitis following a positive peritoneal dialysis fluid culture. The fluid culture was positive for the organism brevundimonas diminuta, however the effluent was reported as clear by the peritoneal dialysis nurse. The peritoneal dialysis effluent cell count was 284. The patient reported using proper aseptic technique during treatment. The patient was treated with the antibiotic vancomycin 1000 milligrams via intraperitoneal route every five days. Approximately eight days later the patient complained of abdominal pain with clear peritoneal dialysis fluid. The effluent was cultured and resulted in a white blood cell count of 985 with no other findings. The physician stated that the patient did not have a new case of peritonitis. The patient¿s complaints of abdominal pain continued in (B)(6) of 2017 with clear effluent. On (B)(6) 2017 the patient¿s peritoneal dialysis fluid was tested and was positive for the organism brevundimonas diminuta. The patient was treated with vancomycin every five days and daily azetreonam. The peritoneal dialysis nurse confirmed that the peritonitis from december continued through (B)(6) of 2017.